Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited undersensing. No intervention was performed. Additional information was requested and not received. The patient's condition was unknown.

Event description:
Additional information received indicated that the patient presented remotely. Remote transmission showed that the patient's implantable cardioverter defibrillator (ICD) exhibited failure to capture. No intervention was performed.